Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information was not provided by the initial contact. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic procedure, the clip was unformed. Another device was used to complete the case. There were no adverse consequences to the patient.